Manufacturer narrative:
The mechanical thrombectomy device was not returned for analysis. Attempts were made to obtain additional information were performed, however, no specific details were provided by the author. Based on the reported information, the report of stent fracture could not be confirmed and the cause could not be determined. All products are 100% inspected for damages and irregularities during manufacture. Linked mdrs: 2029214-2017-00845, 2029214-2017-00846. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Citation: ¿effect of retrievable stent size on endovascular treatment of acute ischemic stroke: a multicenter study¿ d. Yang, y. Hao, w. Zi, h. Wang, d. Zheng, h. Li, m. Tu, y. Wan, p. Jin, g. Xiao, y. Xiong. Http://dx.doi.org/10.3174/ajnr.a5232 medtronic received the following reports: 628 patients were treated with mechanical thrombectomy device, 59.2% (372/628) were treated with 4-mm, and 40.6% (256/628), with 6-mm retrievers. There were 58.3% (366/628) men, and the average age was 66 years (range, 56 ¿74 years). The median baseline nihss score was 17 (range, 12¿21). The stent fracture in 1 of the 628 cases.